Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working during procedure. The account tried disconnecting the battery for a reset. Then tried a different (new) battery. The device would not work. They allowed the device to cool down for a bit and re-tried, the device still would not work. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returnd to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.